Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received for evaluation. Corrosion was observed on the batteries, chassis, mechanism rail, and pcb, resulting in low batteries and data loss. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear is confirmed as the cause of the observed corrosion and data loss. Due to the internal leak, the external portion of the soft cannula could not be tested for leaks. No external cannula damage was observed. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 450 mg/dl while wearing the pod on the arm between 24 and 36 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported for leaking during wear.